Event description:
It was reported that 9900 system had intermittent problems with the c-arm lowering (after a case). No report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated as described. However, as a preventative measure, replaced the 24 volt column power supply (ps3). The system was tested and found to be working as intended and placed back into service.